Manufacturer narrative:
Date rec'd from MFR: 08oct2019. The necessary battery replacement was identified during preventive maintenance. Information was received from the service technician that the battery was replaced due to preventive maintenance requirements. No product malfunction was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Battery replacement identified during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19sep2019.

Event description:
Battery replacement identified during preventative maintenance. There was no patient involvement.